Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03dec2019.

Event description:
The customer reported an error code indicating air valve liftoff failure was appearing. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported error code. The manufacturer¿s international service technician replaced the blower motor controller to address the reported problem. The device successfully passed performance specification testing after the repair was completed.